Event description:
Six months after receiving a cypher implant, the pt had restenosis.

Manufacturer narrative:
A woman received two bare metal stents (express2; 3.5x16 mm, express2; 3.0x8 mm) implanted in the lft anterior descending (lad). After discharge, the pt often felt chest discomfort during exercise, and was readmitted two months later. The pt had in-stent restenosis and was treated with balloon angioplasty. One month later, the pt was re-admitted emergently and again had in-stent restenosis extending from the proximal, to the middle portion of the tandem-stented segment, and also from the middle to the distal portion. The pt was again treated with balloon angioplasty. One month later, the pt was re-admitted emergently and again had in-stent restenosis. A 3.0 x 23 mm cypher stent was implanted at 14 atm over 30 seconds, to extend from the restenosis at the middle segment, to a point distal, to the distal sent. Balloon angioplasty using a 3.5x15 mm balloon then was carried out at the proximal stented lesion; good dilation was obtained. One month later, the pt was readmitted because of chest pain during exercise. Coronary angiography 1 day later, demonstrated severe in-stent restenosis from the proximal, to the middle portion of the treated segment. No obvious stenosis had occurred within the cypher stent inserted 1 month previously. A 3.5 x 23mm cypher stent was deployed at 16 atm. Five months laver, the pt was readmitted with chest pain. Coronary angiography revealed restenosis in the 3.0 x 23mm cypher stent. Balloon angioplasty using a 3.25x10 mm balloon was performed with 2 inflations of 14 atm over 60 seconds. Six months later, the pt was readmitted because of chest pain. Coronary angiography once again, revealed restenosis in the 3.0 x 23mm cypher stent. A 3.0 x 18mm cypher stent was implanted at 16 atm with good results. This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.